Event description:
It was reported that during a stenting treatment procedure removal difficulty and stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion was predilated with a 2.5x15mm maverick balloon and then a 3.0x28mm promus element stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. When the physician attempted to remove the device from the patient the sds was "not movable". The physician attempted to move the sds forwards and backwards but it appeared that the stent was stuck in the ostial rca at the end of the guide catheter. While trying to remove the sds, the physician noticed that the stent became shorter and was damaged on the balloon. As it was not possible to remove the sds from the patient the physician decided to deploy the stent in the non lesion in the ostial rca. After deployment of the stent the physician was able to remove the sds. The procedure was successfully completed by implanting two additional promus element stents. No further patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent deployed from the stent delivery system (sds). The stent was not returned. The balloon was returned fully deflated. During analysis, the balloon was inflated and deflated as per the dfu. There were kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Contrast media was present within the entire length of the lumen, therefore indicating that the device was prepped for use. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure removal difficulty and stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion was predilated with a 2.5x15mm maverick balloon and then a 3.0x28mm promus element stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. When the physician attempted to remove the device from the patient the sds was "not movable". The physician attempted to move the sds forwards and backwards but it appeared that the stent was stuck in the ostial rca at the end of the guide catheter. While trying to remove the sds, the physician noticed that the stent became shorter and was damaged on the balloon. As it was not possible to remove the sds from the patient the physician decided to deploy the stent in the non lesion in the ostial rca. After deployment of the stent the physician was able to remove the sds. The procedure was successfully completed by implanting two additional promus element stents. No further patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.